Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: material #: 364314; lot/batch #: 3067966. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.

Event description:
It was reported that prior to using bd preset¿ arterial blood collection syringe, there was missing label information of one syringe. No patient impact reported. The following information was provided by the initial reporter: "the nurse was about to draw blood from the patient, but when she unpacked it, she found that the scale mark was not printed completely, so she immediately replaced it with a new arterial blood drawer."